Event description:
The patient had a generator replacement occur. The explanted device was noted to be available for analysis. The explanted device has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received and product analysis is underway. No additional relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation - correction - device was received prior to supplemental #2 MDR.

Event description:
Generator analysis was perform. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. During the bench interrogation, the pulsedisabled and eos warnings were set. The pulse disabled byte would not reset. System diagnostic test and final electrical test could not be performed. The generator battery measured 1.973 volts and found to be at an eos=yes condition. Diagaccum consumed memory locations revealed that 106.910% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. A visual assessment on the pcba, performed at the pa test bench, revealed no visual anomalies. Review of the data dump revealed no anomalies or impedance issues that indicate a device malfunction. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
G3. Date received by manufacturer - correction - 1/20/2021 should have been included in initial MDR.

Event description:
It was reported that the patient output current was decreased to prevent worsening of sleep apnea and preserve battery. No known surgery has occurred to date. No additional relevant information has been received to date.